Event description:
Study event. Device malfunction: none. Symptoms/ae: headache, vision impairment, edema. Time of symptoms/ae: post procedure/during hospitalization. It was reported that the pt had a left carotid angioplasty and stent placement. He went through this procedure without evident complication. Vital signs were normal throughout the procedure. Post-procedure, during hospitalization, the pt's bp was in the 93/41 low range, to 105/56 diastolic range as the highest. Around 1600 hours, the pt was offered some food, and stated that he was not able to see and felt funny. The pt complained of a very mild generalized headache. Brain CT revealed loss of gyral pattern in the occipital lobes bilaterally, as well as some questionable increased finding of potential edema in this region. Findings of MRI revealed bilateral large geographic regions of abnormal t2 hyperintensity, swelling (edema), and restricted diffusion. On the left there is infarction involving the posterior medical left temporal lobe extending into the left occipital lobe and posterior medial left parietal lobe. The pt was treated with an unspecified vasoconstrictor and discharged one week later to a rehab facility.

Manufacturer narrative:
The lot history record was reviewed and there are no non-conforming material reports associated with this lot number.